Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-mar-2022 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No mfg date: 20-oct-2020, yes FDA ime codes: e0604, e0619 h6: device code(s): a24 h6: FDA method code(s): b18 FDA results code(s): c20 : FDA imf code(s): f1203, f08, f1905 FDA conclusion code(s): d12 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion during the leadless implantable pulse generator (ipg) implant procedure. Pericardial puncture and drainage were performed. It was further reported that the leadless ipg exhibited unsuccessful pacing and placement difficulty. The leadless ipg system was removed. The patient¿s condition suddenly changed after the event and thoracotomy hemostasis surgery was performed. Bleeding was confirmed visually. The patient was scheduled to receive a transvenous ipg system at a later date. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient died approximately four weeks after the implant procedure due to a sudden deterioration. It was reported that the cause of death was acute circulatory failure caused by acute intestinal necrosis. The patient also experienced cardiac tamponade.

Manufacturer narrative:
Product ID: mc1vr01-delsys. H6: FDA ime codes: e0605, e2327. H6: FDA imf code(s): f02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.